Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. The unit powered on and off using battery power; however the battery charge percentage went from 0% to 100% instantly. A low battery alarm occurred when connected to a known good instrument board. The full charge capacity showed 112 mah of the expected 1900 mah. When the battery disconnects from the circuitry due to low voltage, the gas gauge (u3) appears to incorrectly give the state of charge information. This causes the battery to appear to have more charge than it does. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device shuts down intermittently. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device shuts down intermittently. No consequences or impact to patient were reported.